Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had augmentation alarm while in use on the patient. There was no injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is danville regional medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0160-00-0113 display w/rtv bead serial number (B)(6) with a reported unit failure of screen showing distorted characters. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0160-00-0113 display w/rtv bead serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat could not replicate the complaint of distorted characters on the display after the display ran for 1 hour. The display passed testing. Retaining the display in the fat per procedure number 0002-07-d008 rev.as. A getinge field service engineer (fse) could not duplicate any excessive augmentation errors while machine was cycling on catherer and simulator however replaced 5k pm (0040-00-0147) kit as a precautionary measure and lcd as screen (0160-00-0113) was showing distorted characters. Performed passing full function test and returned unit to service.